Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the heavily calcified, left common femoral artery was attempted using a proglide device with a 8fr sheath after a peripheral arterial occlusive disease interventional procedure. Reportedly, although the first proglide device was successfully flushed prior to use, there was no flow from the marker lumen during use. A second proglide was used but a posterior cuff miss occurred when retracting the plunger. A third proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was used prior to expiration: yes. (B)(4). Evaluation summary: the device was returned for evaluation. The reported no flow from the marker lumen was not confirmed due to the presence of blood within the marker tube. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4).